Manufacturer narrative:
A specific root cause could not be identified. Three of the patient samples were submitted for investigation. The customer's tsh results were confirmed. Upon further investigation, no interfering factors were detected in the samples and a general reagent issue was not found. Assays from different vendors may generate different values. This relates to the overall setup of the assays, the antibodies used, and differences in reference materials/methods and the standardization methodology used.

Manufacturer narrative:
Additional information was received stating in september, a patient informed the laboratory about a discrepancy. The specific dates of testing were not provided. The tsh result was 11 mui/l and the repeat result was 11 mui/l. The result from an abbott architect was 4.77 mui/l. This patient came back to the lab the (B)(6) 2017 and the result was at 1.00 mui/l. This patient was under levothyrox but not taken the day of the blood draw. Two others patients had a similar issue. The specific dates of testing were not provided. Patient a: tsh result was 8.29 mui/l and architect result was 2.40 mui/l. Patient b: tsh result was 6.00 mui/l and architect result was 2.80 mui/l. The customer decided to repeat some other samples with abnormal results. Of this data, only the results for two samples were discrepant. Patient 1: taking levothyrox but it not taken during the day of the blood draw. On (B)(6) 2017, the tsh result was 5.82 mui/l and the repeat result on (B)(6) 2017 was 3.69 mui/l. Patient 2: on (B)(6) 2017, the tsh result was 7.03 mui/l and the repeat result on (B)(6) 2017 was 4.41 mui/l.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high elecsys tsh assay results for three patient samples when compared to the results from an abbott analyzer. For each of the patients, the result from the cobas 8000 e801 module was around 7 mui/l but the result was around 4 mui/ml with the abbott method. The samples were repeated in other laboratories using the roche method and the results were around 7 mui/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The serial number of the cobas 8000 e801 module was requested but was not provided.